Manufacturer narrative:
The field service engineer checked the instrument and performed preventive maintenance actions. Instrument performance testing was successful. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 analyzer (rack system). Patient 1: the sample initially resulted in a troponin t hs stat value of 96.08 pg/ml. The result was reported outside of the laboratory and questioned by the physician. The sample was repeated, resulting in a troponin t hs stat value of 11.12 pg/ml. This result was deemed correct. Patient 2: the sample initially resulted in a troponin t hs stat value of 1076 pg/ml. The sample was repeated, resulting in a troponin t hs stat value of 1577 pg/ml. This result was deemed correct. The initial questionable result was not reported outside of the laboratory. The troponin t hs reagent lot was 596381 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The customer was requested to perform a new calibration and to change pinch tube. The investigation is ongoing.

Manufacturer narrative:
Data confirmed the following values for patients 1 and 2: patient 1: the sample initially resulted in a troponin t hs stat value of 96.08 pg/ml, accompanied by a data flag. Patient 2: the sample initially resulted in a troponin t hs stat value of 1079 pg/ml, accompanied by a data flag. The sample was repeated, resulting in a troponin t hs stat value of 1567 pg/ml, accompanied by a data flag.